Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced. It was noted that the patient experienced dizzyness and syncope during a catscan due to cerebral cancer, not device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.